Manufacturer narrative:
Mar. 03, 2016 02:22 pm (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
Feb. 11, 2016 02:20 pm (gmt-5:00) added by (B)(6): the hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield cutter had intermittent power being delivered. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Feb. 08, 2016 02:26 am (gmt-5:00) added by (B)(6): the cutter didn't seem to have the right amount of power being delivered to it.

Manufacturer narrative:
A lot history record review was completed for lots 25121280, 25121476 and 25121784 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield cutter had intermittent power being delivered. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. The cutter didn't seem to have the right amount of power being delivered to it.